Manufacturer narrative:
The device was received with the cannula assembly fully deployed and pink slide insert visible in the viewing window. Data downloaded from the device indicates the device ran for 562 pulses, administered multiple boluses, and maintained a steady basal rate. Nothing was found that would indicate a needle mechanism failure has occurred. No damages or defects were seen with the soft cannula or needle mechanism that would cause improper insertion of the cannula.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 54. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 25 mmol/l (450 mg/dl) while wearing the pod between 4 and 24 hours. The patient reported being unsure if the needle deployed. Upon removal of the pod, the cannula was visible, but the pink slide was observed to have not completely moved into the viewing window. No information was provided on how the hyperglycemia was treated.